Event description:
The collet of this motor detached and broke into two pieces during a surgical procedure while being used within an as09 attachment. Attachment detached from motor and contacted the pt wound site. The detached components were readily retrieved. There was no patient impact. Or staff completed the procedure with a backup system.